Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 32mg/dl with shakiness. The patient reportedly was unsteady when standing and walking. Boluses reportedly were not recorded correctly. Bolus history indicated extra bolus records in history. Animas customer technical support (cts) reportedly reviewed the pump with the patient; the basal history reportedly matched the active basal program settings and the basal history matched the active basal program settings. This complaint is being reported because the patient experienced hypoglycemia due to a training misuse error.